Event description:
It was reported that a patient experienced a dental implant loss - osteolysis - mobility implant had been in use for several years with a bar restoration, then it was to be replaced with a fixed bridge. During this treatment, the implant proved to be no longer stably integrated into the bone.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.